Manufacturer narrative:
Previous MDR was submitted for a failure that was a cascading event that was not a reportable malfunction.

Event description:
It was reported that bd pegasus pnk 20ga x 1.16in prn-cap y needle disengagement was difficult the following information was provided by the initial reporter: the use of the product found that the product catheter is soft, resulting in difficulties in feeding the catheter and withdrawing the needle core, the number of affected (B)(6) pcs, the need for green claims, the need for a letter of response to the complaint, do not need to complain about the letter of acceptance, the photos can be provided, the sample can not return.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.